Event description:
I am suffering from psoriasis for a long time. Recently I bought a uv phototherapy lamp on (B)(6) and got severe burned by using it. The manual is really bad and hard to understand. My dermatologist told me this is a prescription (rx) medical device. It will cause severe burning to people if they do not use this psoriasis lamp under the direction of a licensed physician. So, this psoriasis lamp cannot be sold online because it is a professional (rx) medical device. It will burn people without prescription and violates FDA regulations. Here is the product link on (B)(6). I think you should help to remove this listing on (B)(6).